Event description:
Philips received a complaint indicates that device cannot use co2 sensor. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : the customer requested just a replacement mainstream sensor with no engineer evaluation.